Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone top of the reservoir was not locking. Customer's blood glucose was unknown. Customer stated reservoir top was bent at a 25 degree angle and now it was broken. The product will not returned for analysis.